Event description:
It was reported that this right ventricular (rv) lead experienced a dislodgment the same day after implantation. This lead exhibited loss of capture (loc). The dislodgment was confirmed through imaging. The patient underwent surgical intervention to successfully reposition the lead. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead experienced a dislodgment the same day after implantation. This lead exhibited loss of capture (loc). The dislodgment was confirmed through imaging. The patient underwent surgical intervention to successfully reposition the lead. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated section h6 impact codes.